Manufacturer narrative:
Plant investigation: evaluation of the provided log files did not indicate any fault of the console or the pump drive. Additionally, the console was evaluated by a technician who determined the device had no deficiencies. Review of the machine files showed that the console startup process (which included the self-test) ran smoothly with no alarms. Around 17:35, therapy was started by opening the clamp. Initially, a negative flow (-1000 ml/min) was measured. This was probably due to a flow sensor mounted the wrong way around (alarm #118 was displayed). The position was corrected, and positive values were displayed moving forward. At 17:36, the speed was increased to 6100 rpm. The blood flow at this time was approximately 143 ml/min and the p1 value was -202mmhg. The high negative value could indicate aspiration of the drainage cannula. It can be assumed that the patient was depressurized and resuscitated during this phase. Thereafter, the speed was reduced to 0 rpm at 17:41. The blood flow was 2 ml/min and the p1 value was 33mmhg. Subsequently the speed was set to 0 rpm two more times and the speed was subsequently increased again, repeatedly resulting in high negative p1 values. It can be concluded that the console worked according to specification. High p1 values (above -200mmhg) were maintained nearly throughout the entire treatment period. These pressure values are closely related to the drop in blood flow. In this case, the drainage cannula may have aspirated to the inner wall of the vein or atrium. This can be a common complication under the circumstances described. No nonconformities were found during review of the manufacturing records for the console. The batch number for the xlung kit 230 was unknown, and therefore a manufacturing review could not be performed for this device. Based on the machine data analysis, the console behaved according to specification. Upon completion of the investigation, it was concluded that no problem was found with the devices.

Event description:
It was reported to fresenius that a critically ill patient on extracorporeal membrane oxygenation (ECMO) support utilizing the novalung console with the xlung 230 oxygenator was unable to be resuscitated using extracorporeal cardiopulmonary resuscitation [e(CPR)]. In the initial reporting, there was an inferred allegation this adverse event was due to increasing p1 (intake pressures) values in the novalung console with inadequate [blood] flow. Upon follow up, it was reported this patient experienced cardiogenic shock in cardiac arrest on (B)(6) 2022 prior to ECMO support while hospitalized. The date of admission and initial rationale for hospitalization were not reported. The patient was found lifeless on a sub-acute medical floor (¿normal ward¿ in the initial reporting) and lifesaving measures were taken including CPR and transport to the hospital¿s intensive care unit (ICU). The patient was found to be in cardiac arrest with cardiogenic shock. The decision was made to place the patient on veno-arterial ECMO support for ecpr with the novalung console and xlung 230 oxygenator kit in the ICU. Approximately one minute following initiation of ECMO support, p1 negative values drastically increased, and baseline blood flow was not able to be established. The resulting blood flow at 6000 revolutions per minute at the pump produced a mean value of 360 ml/min. P1 values maintained high negative pressures throughout the treatment producing values greater than -200 mmhg. The reported cause of these pressures was attributed to a possible venous cannula aspiration into a major vein or the patient¿s right atrium. Alternatively, it was also stated blood flow could not be established due to the patient¿s volume deficiency in the environment of cardiogenic shock with no intrinsic systemic circulation. The patient subsequently expired while connected to ECMO support as a result of unsuccessful ecpr. There was no indication any fresenius/ xenios product(s) or device(s) were at fault concerning the patient¿s death. The xlung kit 230 was not available for evaluation and a lot number for the device could not be provided. Clinical investigation: a temporal relationship exists between ECMO support during ecpr utilizing the novalung console with the xlung 230 kit and the patient¿s final pronouncement of death; however, it should be noted the patient was found in cardiac arrest prior to placement on ECMO support. The cause of the patient¿s cardiogenic shock and cardiac arrest leading to his death were not reported but can be considered unrelated to ECMO as a temporal relationship does not exist. In reference to ecpr efforts following arrest, it is well known in-hospital ecpr following cardiac arrest produces survival rates of 20% to 45%, carrying a high risk of mortality. The cause of the patient¿s death can be attributed to cardiogenic shock, secondary to cardiac arrest. Though appropriate lifesaving measures were taken by implementing ecpr, these efforts proved fruitless as blood flow could not be established. The inability to establish blood flow during ecpr was more than likely predicated by the duration the patient was pulseless prior to ECMO support and ecpr efforts. This is further evidenced by the report of the patient ¿found lifeless¿ in a sub-acute medical floor with no report of how long the patient was in arrest prior to ecpr. Additionally, no fault was found with any fresenius/ xenios product(s) or device(s) concerning this patient¿s death. Therefore, the novalung console with the xlung 230 kit can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, though an inferred allegation exists involving the performance of the novalung console, there is no objective evidence any fresenius/ xenios product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.